Event description:
During preparation for use, the customer reported to olympus that the back-up light bulb was turned on and there was a lint buildup on the vent of the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was able to confirm the user¿s report of ¿back up light bulb turned on and ¿also thick layer of lint found on the vent¿ in addition, the front panel was cracked, a faulty power supply, customers unit had dust accumulated on the lamp chamber fan, the fan was running ok, a bad j13 connector latch on main board, j13 connector latch holding ribbon cable was broken, a olympus lamp life meter was reading over 500+hours and the lamp life expired and a worn-out connector causing air leakage and the air pump was noisy. The device was serviced and returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 of the initial report: the device evaluation did not confirm the customer's complaint of "back up light bulb turned on¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. Based on the results of the investigation, and although the back up light turning on was not confirmed, it is likely the lamp issues were caused by the use of an expired lamp. Olympus will continue to monitor field performance for this device.